Event description:
It was reported that the patient was having difficulty communicating the remote control to the ipg and was not able to turn down the stimulation. The patient would like to cover additional pain areas. There was no device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.